Manufacturer narrative:
A ge service representative performed an on site investigation. It was discovered the bio med replaced parts in the rear steering assembly causing the steering not to lock in the strait position. The ge service representative corrected the steering. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the steering lock on the 9800 system was hard to move back and forth. No patient injury was reported.